Manufacturer narrative:
Method of evaluation: with visual examination of the returned device - review of the device history records for lot s10540. Query of lifecell complaint system for any similar complaints reported to lifecell against devices distributed from lot s10540. Results of evaluation: review of the device history records for lot s10540 resulted in no remarkable findings, with no deviations related to the nature of this complaint. (B) (4); complaints were evaluated as unrelated to the device. Conclusion: no conclusion can be drawn. Lifecell attempted to obtain add'l info needed for investigation, with no feed back from the surgeon. Due to limited info available, lifecell reports this event, malfunction, to FDA.

Event description:
During implantation, the product was tearing.